Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Oral-b precision clean head came apart in mouth, the head came off and a small 4-5 mm round piece of metal was left protruding [device breakage] no adverse event [no adverse event] case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via e-mail on (B)(6) 2018 that his oral-b power oral care refill precision clean came apart in his mouth while he was cleaning his teeth with an oral-b rechargeable toothbrush, version unknown. He elaborated that the head came off and a small 4-5 millimeter round piece of metal was left protruding. This was the first time that he had experienced this in many years of using an electric toothbrush, and he had kept the parts. No symptoms developed. Relevant history: none reported. No further information was provided.

Manufacturer narrative:
20-apr-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 20-apr-2018. Toothbrush heads confirmed to be counterfeit.

Event description:
Report source: non-event - spontaneous. A male consumer of unspecified age reported via e-mail on 16-mar-2018 that his oral-b power oral care refill precision clean came apart in his mouth while he was cleaning his teeth with an oral-b rechargeable toothbrush, version unknown. He elaborated that the head came off and a small 4-5 millimeter round piece of metal was left protruding. This was the first time that he had experienced this in many years of using an electric toothbrush, and he had kept the parts. No symptoms developed. Relevant history: none reported. No further information was provided.